Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A total hip replacement was done. The primary case was done and the patient came back for a revision almost a year later because the implant disengaged. It is a combined prosthesis with two different pieces that are not supposed to disengage.

Event description:
A total hip replacement was done.the primary case was done and the patient came back for a revision almost a year later because the implant disengaged. It is a combined prosthesis with two different pieces that are not supposed to disengage.

Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. Method & results: product evaluation and results: the visual inspection was performed as part of mar. Visual analysis indicated "damage was observed on the proximal surface of the insert, consistent with the explantation process . Damage was also observed on the distal rim of the constrained insert, consistent with contact against a hard object. Scratches and third-body indentations were observed on the articulating surface of the constrained insert. These are common damage modes of uhmwpe."scratches were observed on the articulating surfaces of the head. This damage is consistent with contact against a hard object." Material analysis was performed and concluded that "scratches and third-body indentations were observed on the articulating surface of the constrained insert. These are common damage modes of uhmwpe. Scratches were observed on the articulating surfaces of the head, consistent with contact against a hard object. Scratches and third-body indentations were also observed on the articulating surface of the bearing insert. These are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other similar events for the lot provided. Conclusions: the reported event for disassociation was confirmed. However, a root cause could not be determined as insufficient medical information was provided. A material analysis was performed and concluded that "scratches and third-body indentations were observed on the articulating surface of the constrained insert. These are common damage modes of uhmwpe. Scratches were observed on the articulating surfaces of the head, consistent with contact against a hard object. Scratches and third-body indentations were also observed on the articulating surface of the bearing insert. These are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.